Event description:
It was reported that patient underwent a surgical procedure to explant his artificial urinary sphincter (aus) due to device was believed to be end of life. Physician found new proximal location on urethra for new 4.0 cuff. No adverse patient effects. Should additional information become available, a supplemental report will be provided.